Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and chest pain. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she had surgery to remove the essure implant hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received .reporter and patient demographics were added. Updated suspect drug indication. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and dysmenorrhea (cramping) added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, chest pain, painful defecation, premenopause and anxiety. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), mood swings ("hormonal changes describe: mood changes with the cramping pain and bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, female sexual dysfunction, migraine, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Cross section of benign fallopian tube: tubal coils grossly identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, chest pain, painful defecation, premenopause and anxiety. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping"), mood swings ("hormonal changes describe: mood changes with the cramping pain and bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings, female sexual dysfunction, migraine, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Cross section of benign fallopian tube: tubal coils grossly identified. Most recent follow-up information incorporated above includes: on 25-jun-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Events: hormonal changes describe: mood changes with the cramping pain and bleeding, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, stomach pain were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.